Manufacturer narrative:
During this investigation no further product or patient information have been reported. The device will not be available for testing; therefore, no product deficiency can be evaluated. There is the possibility that clinical factors may have contributed to this event. At this time the cause of the infection is unknown. Based on the lack of information received, the cause of the reported incident could not be determined. No information or device were received for evaluation.

Event description:
Phone call message was received by (B)(6) (vp marketing) on (B)(6) 2019 from surgeon reporting that a patient had developed a post-operative infection after the implantation of the two-piece chin. No other information was received at the time of this initial contact. Product information was made available by the review of distribution records.